Manufacturer narrative:
(B)(4).

Event description:
Pt is a t4 sci. She has a regular standing program and walks with kafos. She had used the ekso last (B)(6) 2017 and did well but had a r ankle sprain as her r ankle tried to supinate in the ekso. She returned to try the ekso again in (B)(6) 2017 and this time has been wearing a r ankle brace to prevent this and has had no issues. She has been using the ekso 1 x week most of this time. She has been doing well with no issues. On (B)(6) 2018, we had difficulty with sit to stand with not being able to complete standing. On the third attempt we were able to lean forward more and push up to stand with the device slow to acknowledge standing. Pt was able to ambulate 60ft. Pause due to feeling of hips being off. Pt adjusted l leg length 4 points as is was slightly longer than the r. (In sitting). Again had difficulty with sit to stand, but able to push up with extra assist by pt and pt on 2nd attempt. Once up pt was able to ambulate another 100ft. Lowered to sit and ekso removed. Noted r knee swelling. Swelling remained overnight and pt sent to dr. X-ray showed r tibia plateau fx.